Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the difficult to insert the clip introducer (ci) over clip (clip caught on the ci). The tear on the ci was due to the ci being caught on the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the torn clip introducer. It was reported that during preparation of the clip delivery system (cds), the gripper arm became caught on the clip introducer (ci), causing the ci to tear. The cds was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.